Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the needle fell out of the device and into the patient after minimally touching the mucosa. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (correction): block b2 has been corrected. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment.

Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the needle fell out of the device and into the patient after minimally touching the mucosa. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event.